Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #2; date of submission: 06/22/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/06/2015 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were properly responsive: the reported issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The following findings are unrelated to the reported issue: the display screen visual was observed to be discolored due to an unidentified display failure. Evidence of moisture ingress was observed behind the display lens. The audio bolus button cover was found to be missing. The battery compartment was observed to be cracked in the areas above and below the grip pad. The pump failed a leak test due to a battery compartment leak and audio bolus button leak. The pump case was removed, and evidence of moisture ingress was found on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.